Event description:
It was reported that the stent was partially deployed, which resulted in the stent being elongated and unintentionally extending into the profunda. An eluvia drug-eluting vascular stent system was selected for use. The delivery system was advanced to the target lesion. The stent would not easily deploy from the catheter but did eventually deploy successfully. As a result of the partial deployment, the stent was stretched to approximately twice its original length and unintentionally extended into the profunda. The procedure was completed with this device. There were no patient complications, and the patient was fine post procedure.